Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Lead diagnostics showed that the lead high impedances and x-rays showed the lead was fractured. Targeted pain pattern is bilateral back and leg pain, and patient is only getting right side coverage. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131764.

Event description:
It was reported that patient experienced ineffective therapy. Lead diagnostics showed that the lead high impedances on all contacts (9-16) and x-rays showed the lead was fractured. Targeted pain pattern is bilateral back and leg pain, and patient is only getting right side coverage. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.